Event description:
The customer reported to olympus that the bronchofibervideoscope had image blur. The device was returned to olympus for evaluation. Examination showed the connecting tube's coating was peeling; the peeling area measured 1 mm2 or more. No adverse effects to the patient were reported. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the coating issue, the device visual examination found the following issues: the bending section cover adhesive was chipped; the connecting tube was wrinkled; and the connecting tube was dented. The following components were scratched: control unit; scope cover; hand grip; angulation lever; up/down plate; universal cord; the protector of universal cord on scope connector side; and scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due defective item is due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
This complaint was detected during the quotation inspection.